Manufacturer narrative:
Continuation of d10: product ID 37601 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2023 product type implantable neurostimulator. Product ID 3708695 lot# serial# (B)(6)implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type extension. Product ID 3708695 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type extension. Product ID 3389-40 lot# 0209711267 implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type lead. Product ID 3389-40 lot# 0209700147 implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type lead. D10: implant dates of concomitant products provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37601, serial#: (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2023, product type: implantable neurostimulator, product ID: 3708695, serial#: (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type: extension, product ID: 3708695, serial#: (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type: extension, product ID: 3389-40, lot#: 0209711267, implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type: lead, product ID: 3389-40, lot#: 0209700147, implanted: (B)(6) 2015, explanted: (B)(6) 2024,product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the issue had resolved on (B)(6) 2024.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 37601 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2023 product type implantable neurostimulator product ID 3708695 serial# (B)(6) explanted: (B)(6) 2024 product type extension product ID 3708695 serial# (B)(6) explanted: (B)(6) 2024 product type extension product ID 3389-40 lot# 0209711267 serial# implanted: explanted: (B)(6) 2024 product type lead product ID 3389-40 lot# 0209700147 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37601 lot# serial# (B)(6) product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a device infection. The germ was already known/found intraoperatively in 2021. Total material explant in the context of recurrent staphylococcus capitis infections. Bi-therapy medication was administered. The event also resulted in hospitalization. The issue was ongoing.